Manufacturer narrative:
The software investigation found that per the case description, the micro-discectomy can cause a frame to patient relationship change making the registration invalid. A medtronic representative went to the site to test the equipment. A system checkout showed that the equipment was fully functional. The reported event could not be duplicated by medtronic personnel. Operational context contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy after placing a screw. The surgeon placed the percutaneous pin and performed an o-arm hd spin to register the patient. After the spin, the surgeon did a micro-discectomy and proceeded to navigate off the original spin and place the screw. After placement, the surgeon took an image of the screw that showed off ~1cm caudally. The surgeon removed the screw and took a second o-arm hd spin, deemed to be accurate and proceeded to use navigation to place the screw a second time. Accurate screw placement was confirmed with an x-ray using the c-arm. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative, following-up at the site, performed a system-checkout and was unable to replicate the issue. Reported that the system is operating as it should.